Event description:
The initial report stated that a wire loop was found at the jaw of the device during a procedure. There was no patient injury. The incident device was returned and a visual inspection revealed that the stainless steel jaw pin was missing.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. The site has been notified that the device jaw pin is missing and they have been asked if they have x-rays to determine if the pin is in the patient. We have not received any further information from the site as to the status of the pin. Without additional information, we are reporting this as a serious injury. The pin measures .150" long x .030" head diameter x .25" shaft diameter. The pin material is stainless steel making it non-magnetic.